Event description:
It was reported that the inner channel of the right atrial lead would not accept wires. The lead was not used. No further information on patient condition.

Event description:
New information received stated that the patient tolerated the procedure well.